Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0nnbg, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that a patient¿s implantable neurostimulator (ins) had caused sciatica in both legs. The cause of the event was not determined. Reprogramming was not needed and no troubleshooting was done. It was unknown how the patient was doing. An appointment was scheduled for (B)(6) 2014. The patient was disabled and in pain. She was having her current device removed because it caused sciatica and sensations of shaking or tremors in her legs. The patient¿s device issues had ¿cost her health¿ and she suffered. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent. See MFR. Report #3004209178-2014-22367 for information regarding premature depletion of the device.

Event description:
Additional information received reported that it was unknown if the cause of the event was device related. The patient recovered without permanent impairment and their last visit was on 2014-(B)(6).